Event description:
The customer called to report that the drive support cap was protruding. The blood glucose reading was not reported. Advised the customer that the insulin pump would need to be replaced. However, the serial number was not registered to her as it was donated to her, and she had not gone through the donation process. Advised the customer of the process needed to get the insulin pump in her name. Advised her to discontinue using the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.